Event description:
This report indicates fourteen (14) malfunction event. A review of the event involved the device(s) having a fractured broken hex. No patient adverse event was reported. No information regarding patient demographics were provided.